Event description:
Name of procedure being performed: laparoscopic appendectomy detailed description of event: [hospital]. Eb210 was inserted through trocar and was found to have a hair-like particle on the device. A second eb210 was opened and was reported to have a layer of dust on the device. The case was completed using the second eb210. No patient injury occurred. First eb210 is available for return. Additional information received on 30oct2023 via email from [name], account manager: no images of hair taken on the first eb210. No images of the dust taken on the second device. The procedure was completed with the second eb210. Patient status: no patient injury occurred. Type of intervention: the case was completed using the second eb210.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the presence of hair on the device was not observed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: laparoscopic appendectomy. Detailed description of event: (B)(6). Eb210 was inserted through trocar and was found to have a hair-like particle on the device. A second eb210 was opened and was reported to have a layer of dust on the device. The case was completed using the second eb210. No patient injury occurred. First eb210 is available for return. Additional information received on 30oct2023 via email from [name], account manager: no images of hair taken on the first eb210. No images of the dust taken on the second device. The procedure was completed with the second eb210. Patient status: no patient injury occurred. Type of intervention: the case was completed using the second eb210.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.